Event description:
The nurse of the hospital reported that the product label was incorrect. Specifically the expiration date of the product states 2010-03c instead of 2012-03c. The product was explanted immediately in surgery.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.